Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported a ¿bizarre phenomenon¿. The patient stated she had an intermittent current going up her leg, that was ¿crazy¿, and caused her not to sleep. The patient stated that ¿aha moment¿ was when she realized that she bought a sleep number bed and reported that whenever she was nearby the bed¿s remote, she got a current in the same place. The patient reported that the current was ¿annoying¿ and she could not sleep with the sleep number on, but stated it made no difference when the sleep number was off. The patient noted she had already tried calling sleep number customer service but was unable to get information on what could be causing the current, from them. The patient said she got the new remote for the bed, but it didn¿t realize the issue. The patient stated she had also talked to her healthcare professional (hcp) and said her hcp said he had never heard of such a thing. He suggested the patient switch programs, and installed new programs on the interstim, but it didn¿t resolve the issue. The patient stated she had previously tried turning the interstim off, but turned the interstim back on because she wanted the therapeutic benefit from the implant. The patient stated she thought the current she was getting was not from the stimulation, but when she encountered potential sources of electromagnetic interference (emi). The patient stated that the current was consistently when she was by the bed¿s remote, by the bed (when the remote is not nearby), in the car, etc, but the current was ¿unpredictable¿. The patient noted the current would occur 3 times a week, and stated the current waslike a ¿zap¿. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the steps taken to resolve the current in the leg with current device by the sleep number bed was to unplug the electricity to the bed and move the device remote to the next room. The interference is less intense and less frequent now, but it has not gone away. There were no further complications that have been reported as a result of this event.